Manufacturer narrative:
Dates previously communicated have been confirmed as exact dates.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Manufacturer narrative:
During revision surgery on (B)(6) 2017 trochanteric osteotomy was planned and made but was distally complicated extending the osteotomy. Resolved with the use of 300mm stem. Greater trochanteric fragment on the extended trochanteric osteotomy fractured intraoperatively. Resolved with a claw plate.

Manufacturer narrative:
An approximation based on information reported to us, since only the year and month were communicated.

Event description:
It was reported that femoral stem was found to be fractured and was revised in (B)(6).